Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending coronary artery that was moderately calcified and mildly tortuous. Post-deployment of the 3.5 x 28mm xience prime stent, a distal edge dissection was observed. A 3.5 x 15mm xience prime stent was implanted as treatment. There was no reported clinically significant delay in procedure. There was no adverse patient sequela. No additional information was provided.